Event description:
The customer reported that the 3100a was being prepared for pt use when it would not pass the pt circuit calibration. The mean airway pressure (map) should be adjusted between 39 and 43 cmh20 but this pt circuit read 115 cmh20. Another pt circuit was used and the pt was not compromised at all.